Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Event description:
Literature article entitled "early outcomes and predictors of patient satisfaction after tka: a prospective study of 200 cases with a contemporary cemented rotating platform implant design" written by van loon c, baas n, huey v, lesko j, meermans g, and vergroesen d. Published by journal of experimental orthopaedics published online/accepted by publisher 25 mar 2021 was reviewed. The article's purpose was to prospectively implant 200 subjects with a contemporary cemented rotating platform device. All patient were implanted with the cemented attune knee system. Unknown cement was used. Patients were followed for two years following implantation. No patient identifiers were given within the article. Depuy products with known adverse event(s): attune tibial tray x 2. Attune tibial insert. Attune femoral component. Attune patella component. Adverse events: 3 cases of joint stiffness treated with manipulation under anesthesia. 1 case of tibial tray loosening seen on x-ray with no indicated treatment. No additional loosening seen on follow-up. 1 case of decreased range of motion treated with surgical intervention. 3 cases of wound drainage treated with irrigation and debridement. 1 case of infection treated with tibial insert exchange and irrigation and debridement. 1 case of deep vein thrombosis with unspecified treatment. 1 case of hematoma treated with irrigation and debridement.